Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the annuloplasty ring was explanted after an implant duration of approximately 7 years due to mitral stenosis. The healthcare provider also noted that patient related factors contributed to this event. The device was discarded by the hospital. The patient's mitral valve was replaced with an edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Device not returned. The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. The healthcare provider indicated that patient related factors contributed to this event. Unfortunately, the explanted device was discarded by the hospital; therefore, the ring could not be evaluated to confirm whether there was a malfunction of the device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.